Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the electrocardiogram connector on the link electronic module (lem) board w as loose, the programmer failed its common mode/wrist electrode test and that it booted to an error and needed its lem board replaced. It was further noted that it failed auto loopback tests and that its hard drive health was at 99% and needed both its microphone assembly and its hard drive replaced (as a preventive). Due to a lack of available replacement parts the programmer was to be scrapped. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.